Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 1824231-2025-00025-00. The date of that submission was 28-oct-2025. H6: codes were updated. One device was returned for investigation. Leak testing yielded a hole being found in device cuff. Custom tracheostomy devices are leak test twice prior to leaving the facility, therefore this defect must have occurred outside of ICU medical oversight and in possession of the customer. The defect is observed but cannot be attributed to the manufacturing process. Visual and functional testing was performed. The probable cause of the reported problem unknown.

Event description:
It was reported that the nursing service noticed that water (10 ml), which is used to inflate the cuff, has leaked out of the cuff. Subsequently, the nursing service took a closer look at the cannula and saw that there is a small hole in the cuff, and therefore it is leaking. For the nursing service, was difficult to assess whether the patient has suffered any health impairment as a result of this incident, as the patient¿s current condition is generally rather worse due to infections. The advice to seek medical help was given to the nursing service. The user of the device when the event occurred was a healthcare professional. The place where the event occurred was at the patient's house. The nursing service has switched to a backup cannula and provided ventilatory insufficiency in als. The nursing service stated that it is difficult to assess, as the patient is currently in poor health due to infections. The client recommended to the nursing service to seek medical assistance if the patient's condition should worsen. The incident is resolved in the sense that a different cannula was placed for the patient. They also found a hole in the cuff. The patient has a multi-resistant germ. The patient is a female who is 45 years old and has the initials (B)(6) and was born on (B)(6) 1980. The patient's ethnicity is latin american and she is caucasian. There was patient involvement.